Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the white pressure tube was separated and fractured during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photo of the sample was visually inspected. Visual inspection of the photo confirmed the air line from the administration manifold was detached from the airport of the drip chamber's spike. It appeared the airline of the manifold was not fully inserted into the drip chamber when compared to a control sample in the lab. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process. Based on the condition of the detached tubing, it appeared the airline of the administration manifold was not fully inserted into the drip chamber spike. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).